Event description:
Reporter states the chair goes into standby while the chair is running. All the display lights were blinking and the chair stopped quickly causing the end user to go forward which fractured rptr's ankle.